Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that battery longevity was less than one week even with replaced battery cap. Customer also reported that blood glucose was high at 310 mg/dl. Customer had symptom of difficulty breathing and consulted with healthcare professional. Customer was advised that symptom indicated possible onset of diabetic ketoacidosis. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Insulin pump passed high pressure test. Customer was advised that insulin pump would need to be replaced due to battery longevity.